Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a balloon leak occurred. The 70% stenosed, 10mm in length, 2.5mm vessel diameter with a > 45 and <90 degree bend was located in a mildly tortuous and mildly calcified proximal to mid left anterior descending artery (lad). Pre-dilation was performed with the balloon. A 10/2.50 flextome¿ cutting balloon¿ was selected and advanced to treat the lesion. During the procedure, it was noted that the balloon could not be inflated when it reached the target lesion. The device was removed and inflated outside the patient but still could not inflate. The physician noted that the balloon had leaked. The procedure was completed with another of same device. No patient complications were reported and the patient¿s condition was stable. However, device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1 mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).